Event description:
It was reported that the patient was unable to enter MRI mode due to high impedances on the lead. Surgical intervention may be undertaken at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.